Manufacturer narrative:
Infection. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence; the trial started (B)(6) 2020. They reported that they had an infection and had gone to the ER on wednesday (B)(6) (2020). Since then, their symptoms had worsened with their bladder and they had heavy leaks. There were no device issues reported, and no further patient complications reported at this time.